Event description:
It was reported to philips that the lateral movement of the table did not work. The issue was resolved after a cold and warm restart; however, it was alleged that the procedure was converted to a craniotomy due to the delay. No further information regarding the incident has been provided to date. An investigation into this complaint has been initiated by philips.